Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead continued to exhibited ffrw and ra capture was not able to be confirmed on some beats stored atrial tachycardia/atrial fibrillation (at/af) egm. It was also stated that the shocks were appropriate af with concomitant ventricular fibrillation (vf) which resulted in a shock.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and a shock for an episode of ventricular fibrillation (vf), however the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. It was further reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing noted on stored electrograms (egm). The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.